Manufacturer narrative:
Continuation of d10: product ID: afr-00001 product type: catheter; product ID: afr-00001 product type: catheter; product ID: afr-00001 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter had a temperature sensor error while pre-mapping. Mapping was completed and the catheter was replaced. Left sided ablation was completed, but upon approach of the right sided veins, the temperature sensor error recurred. The catheter extension cable was replaced without resolution. The catheter was replaced again, but the third catheter was unable to pace, signals were unable to be obtained, and pacing was unable to be routed. The study was ended and the stack was rebooted which resolved the pacing issue. Mapping and further ablation was done for ten minutes, but electrode p3 displayed a temperature sensor error. The case was aborted while the patient was under general anesthesia. The patient will be brought back for cavotriscupid isthmus ablation with another manufacture's devices. The patient, who was intended to be treated as an outpatient, required an overnight hospital stay due to delays caused by the need to change two catheters; the delays followed by the standard bed-rest recovery period would have exceeded the hospital's administrative discharge/closing time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.